Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there were no leaks when testing prior to use. After placed on the patient, the leak was found on the connection site.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, but where or when the catheter was damaged could not be verified. One 2 fr s/l per-q-cath PICC was returned for investigation. The PICC was received with the t-lock extension set attached to the luer adaptor. The tubing extended to the 5cm depth mark. The stylet had been removed from the PICC and t-lock extension set and was not returned for investigation. A functional test revealed a spraying leak in the 2fr tubing at the distal end of the strain relief oversleeve. The leak site was microscopically examined. The tubing and oversleeve were marked with blue ink near the leak site. A longitudinal split that curved toward the circumferential direction at the proximal end of the split was observed on the external surface of the catheter. A region of necking was observed in the tubing at the leak site. The tubing was bisected, which revealed only a longitudinal split in the tubing. It was reported that no leaks were observed when testing prior to use. The leak was found after the PICC was placed in the patient, which indicates that the catheter may have been damaged by the stylet; however, the exact cause was unknown. Manipulation of the stylet within the lumen can damage the catheter if the stylet is not wetted prior to repositioning. The IFU indicates to never use force to remove stylet. Resistance can damage the catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there were no leaks when testing prior to use. After placed on the patient, the leak was found on the connection site.